Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.

Event description:
It was reported that the screwdriver was disengaging itself from the screw head while used to tighten the screw. The situation almost worsened when the screwdriver tip apparently slips from the screw head and almost poked the dura. Not patient complications or injury was reported.